Manufacturer narrative:
(B)(4). Date of event and therapy date was in (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set was found to be cracked after it was in use for approximately two weeks. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a crack in the main body. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed with acceptable results. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.